Event description:
While wearing the external equipment, the patient reportedly experienced overstimulation and intermittencies followed by loss of lock. Pt was seen by co rep for device eval. Testing confirmed that device was no longer functioning. The decision was made to explant the device.